Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. The information provided by the sales rep stated that the surgeon did not properly use the device which led to the reported failure. Furthermore, a non-conformance search was conducted and no non-conformances were identified for this part number (228151), lot number (l789915) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a meniscal repair procedure the surgeon was moving the sales rep's first truespan meniscal repair peek 12 degree across the medial condyle when the device's shaft bent. Since the device was bent, it could not pass the second implant. The device was removed from the patient and the first implant was removed with a biter with no debris left in the patient. The surgeon was attempting to make the same movement across the medial condyle with the sales rep's second truespan meniscal repair peek 12 degree when this device's shaft also bent. The sales rep stated the implants were not deployed into the patient on the second device. The sales rep stated that the surgeon did not properly use the devices, which contributed to the procedure's complications. The case was completed in a different portal with a competitor's device with no time delay. The sales rep stated there is no need for surgical intervention. The sales rep was not present and could not provide any additional information. The devices were discarded by the customer. There was patient involvement reported. It was not reported if there was a prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.